Manufacturer narrative:
The patient was born on an unspecified date in 1968. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was due to poor environment or source of water. On the same day as the onset, the patient was hospitalized. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for the event. Fourteen days after the onset, antibiotic treatment was discontinued. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information was provided because the reporter decline follow up.